Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent right total hip replacement on an unknown date. Subsequently, patient was revised to competitor products on an unknown date due to infection. Patient was revised again on (B)(6) 2015 due to another infection. During this procedure, only on side of the hip stem mold would fill. Another mold of a larger size was used to complete the procedure. A procedural delay on thirty (30) minutes occurred. No further information has been provided.